Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that restenosis occurred. In (B)(6) 2014, the patient was diagnosed with unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) with 80% stenosis and was 24 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of 3.50 x 28 mm promus element ¿ stent. Following post-dilatation, the residual stenosis was 0%. Five days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was diagnosed with coronary heart disease and was hospitalized on the same day. The patient was scheduled for further treatment. Two days after, the 80% stenosis in the proximal lad was treated with percutaneous transluminal angioplasty (pta) with 0% residual stenosis. Six days later, the event was considered to be recovered/resolved and the patient was discharged on the same day.